Event description:
During an in-clinic follow-up, increased pacing threshold was detected on the right ventricular (rv) lead. While attempting to reposition the rv lead, the helix could not be retracted and the stylet could not be advanced. The rv lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/ tissue. After cleaning, the helix was able to extend and retract by applying torque directly to the connector pin. The full helix extension length was measured within specification. The cause of helix mechanism issue was isolated to the helix being clogged with blood/ tissue. A stylet could not be fully inserted/ removed due to blood in the inner coil at the distal region. The cause of failure to advance stylet was due to blood in the inner coil. Electrical testing did not find any indication of conductor fractures however an internal short was noted between inner coil and nonfunctional cables due to procedural damage.